Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, the water temperature and plate temperature would not maintain treatment parameters. The set point was 40c. The water temperature ranged from 28.8c to 34c. The plate temperature was 28.8c. The procedure was completed with this device. There were no complications, and the pt's condition was noted as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, eval of the returned device revealed an MDR-reportable malfunction of radio frequency out of calibration. The MDR is based upon the eval results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was returned to the manufacturer and analyzed. Functional analysis revealed the radiofrequency output was out of calibration and was therefore adjusted. The most likely cause for the reported event was that the loose 26 volt power supply plug may have been insufficiently engaged during field service replacement. The loose 26 volt power supply plug caused the unstable temperature readings as observed in the field. (B)(4).